Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used for suturing of fascia during a closed-chest procedure. On (B)(6) 2014, a wound dehiscence occured in the patient. Pathological examination was performed, but no reaction against the suture could be found. The suture was removed on an unknown date and currently, vacuum assisted closure was being performed. The surgeon opines that the suture did not contribute to this issue. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ejm428, batch gb5233. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.